Event description:
Loss of movement from buying botulax (botox) on (B)(6). They are also selling dermal fillers with lidocaine and pdo threads from the USA. They are selling on (B)(6), advertised on (B)(6). FDA safety report ID# (B)(4).